Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a blue stain inside of a minicap pouch. This issue was identified during setup. The patient opened a completely sealed unit and found a blue mark inside the pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One (1) photograph was received for evaluation. Visual inspection was performed with naked eye. The photograph identified blue ink staining on the outside and inside of the foil pouch. The reported issue was verified. The cause of the issue was manufacturing related. It appears the blue ink used to print the pouch label copy on the top foil splashed or spilt into the formed pouch prior to sealing and later seeped through the pouch. The procedure was changed to modify the printing process to prevent an ink splash entering the formed pouch. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.